Event description:
Reporter stated that customer received the following sets of results on 2 different meters within 1-2 minutes: 1. 4.4 mmol/l (mobile system) and 2.6 mmol/l (aviva system) 2. 7.8 mmol/l (mobile system) and 4.5 mmol/l (aviva system) the results on the aviva system reflected how the customer felt. He experienced hypoglycemic symptoms of sweating a lot and was capable of self-treatment. No adverse event due to the device reported. The manufacturer requested return of suspect product for evaluation.

Manufacturer narrative:
The event occurred in (B)(6). This medwatch report is for the aviva system. (B)(4).